Event description:
It was reported that the prime wire was too tacky, too much drag by time came out of distal end it could not be used. Dr. Singh is a repeat user and had good experience with 0.18 wire.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the prime wire was too tacky, too much drag by time came out of distal end it could not be used. Dr. Singh is a repeat user and had good experience with 0.18 wire

Manufacturer narrative:
This report represents a correction to align with gudid. Change in brand name from : aximed 0.014" * 180cm to aximed prime soft shapeable tip vascular guidewire change of company name from: lake region medical to brivant limited.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the prime wire was too tacky, too much drag by time came out of distal end it could not be used. Dr. Singh is a repeat user and had good experience with 0.18 wire.